Manufacturer narrative:
B5 - per updated information, the 'patient is happy and all is fine.' The surgeon plans to replace the lens. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in liquid in a lens case/vial. Visual inspection found haptic torn. Dimensional verification was performed, and the lens was found to be in specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+0.5/008 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault.